Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it is claimed that the device misfired. The clips were not forming correctly, when fired over the cystic artery. They opened another clip applier and finished the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. This finding is not related to the incident reported. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position. Excessive application of torque to the jaws, when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.